Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The femostop ii plus instructions for use indicates that the following possible adverse effects may result from the use of this device: tissue necrosis, blistering of the skin/skin abrasion, and compression injuries to nerves with subsequent sensory and motor deficits. The femostop ii plus instructions for use warns the user to not leave the system on the patient for inappropriately long compressions, as tissue damage may be produced. A brief interruption at least every three hours of pressure is recommended during long compression periods. Inappropriately long compression and/or immobilization may increase the risk for thrombosis or embolization which could lead to patient injury or death.

Event description:
A femostop ii plus was selected for use to achieve hemostasis. While compressing, the pressure was gradually reduced, but hemostasis could not be achieved by the recommended protocol. It was reported that significant time was required to complete hemostasis. The exact amount of time is unknown. After hemostasis was achieved, the patient developed a skin ulcer at the puncture site.